Manufacturer narrative:
Event date: (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a discoloration was located inside the patient line tubing of a homechoice cassette. This was found during priming. The discoloration seems like a burnt plastic in color for about half an inch. The therapy went successful after changing a new set of supply. There was no patient injury or medical intervention associated with this event. No additional information is available.